Manufacturer narrative:
Additional information b5: it was reported that a spectrum iq infusion pump experienced under infused during therapy in the oncology department. The pump was programmed for a 4-hour magnesium infusion at 26.5ml/hour (programmed amount unknown). After 3 hours of infusion, roughly half of the bag was still there. There was no known patient injury or medical intervention associated with this event. No additional information is available. Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced under infused during therapy in the oncology department. The pump was programmed for a 4-hour magnesium infusion at 26.5ml/hour (programmed amount unknown). After 3 hours of infusion, roughly half of the bag was still there. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced under infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.